Manufacturer narrative:
One 20mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The catheter shaft on the loop was corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the damaged shaft remains unknown.

Event description:
This report is to advise of an event noted during analysis which revealed a tear in the catheter shaft.